Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture and balloon separation. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the superficial femoral artery. A 6.0x100mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the target lesion without resistance. The device was then inflated twice to an unspecified pressure. During the third inflation below the nominal rated burst pressure, the balloon ripped/ruptured, and the distal portion of the balloon with the marker separated from the pta catheter. The proximal portion of the pta catheter was withdrawn from the patient anatomy without resistance, and a snare was used remove the separated balloon material from the patient anatomy. It was confirmed that no pieces of the pta catheter remained in the patient anatomy. The procedure concluded after the pta catheter was removed and no further treatment was provided. There was no adverse patient sequela. There was a reported delay in the procedure to snare the separated balloon; however, the delay was not clinically significant. No additional information was provided.